Event description:
It was reported that the probe was five to ten millimeters away from the scope and the power arced to the scope. The arc also made contact with the deltoid making the whole patient jump. Procedure was delayed five to ten minutes with possible harm to the patient.

Event description:
It was reported that the probe was five to ten millimeters away from the scope and the power arced to the scope. The arc also made contact with the deltoid making the whole patient jump. Procedure was delayed five to ten minutes with possible harm to the patient.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The device history record was reviewed. There were no discrepancies observed that could contribute to this condition. After physical examination and simulation performed, no defect and/or manufacturing related condition was observed that could have caused the reported failure. The unit passed all the visual and functional tests and was operating normally during the simulation performed, therefore, defective probe can be ruled out as a possible contributor. Based on the returned units¿s evaluation, the most probable root cause for the reported failure is user related. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.